Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted and removed a 13.7mm vticmo13.7 implantable collamer lens, -05.50/+1.0/101 (sphere/cylinder/axis) from the patients eye. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the lens was implanted in the patients right eye (od) on (B)(6) 2022. The lens was removed on (B)(6) 2022 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. Claim # (B)(4).

Manufacturer narrative:
D4: unique identifier (UDI)#: (B)(4) should be added to the initial MDR. Claim#: (B)(4).